Event description:
It was reported that the procedure was performed to treat a heavily calcified and tortuous lesion in the right coronary artery (rca). A 2.5x38mm xience sierra drug-eluting stent (des) was successfully implanted; however, a fracture in the stent was noted. Therefore a 2.5x18mm xience sierra des was deployed to cover the fractured stent and the procedure was completed. There were no adverse patient sequela nor clinical delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported stent break could not be determined; however, the subsequent unexpected medical intervention (additional therapy/non-surgical treatment) appears to be related to the operational context of the procedure. Factors contributing to a stent break include, but are not limited to, over expansion of the stent, interaction with accessory devices, inadvertent mishandling or anatomy characteristics. In this case, it is possible the device may have interacted with the heavily calcified, heavily tortuous, 95% stenosed lesion during deployment, resulting in the reported break (stent); however, based on the information provided and without the device to examine, this cannot be confirmed. A 2.5x18mm xience sierra des was deployed to cover the fractured stent and the procedure was completed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.